Event description:
The customer reported that while cleaning the external paddles, the user experienced a shock. There was no physical harm to the user.

Manufacturer narrative:
(B)(4). The customer reported that while cleaning the external paddles, the user experienced a shock. There was no physical harm to the user. The device and paddle set were evaluated locally by phillips and passed all testing. No parts were replaced. The device remains at the customer site. This report is consistent with no malfunction of the defibrillator or paddles. Equipment involved remained fully functional with respect the delivery of therapy.